Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified yellow particles on the surface shell and a opening. Device analysis performed through photographs. Due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/26/2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's reported right side ¿not enough milk production." Healthcare professional reported right side rupture. The device remains implanted, this record is for the right side.